Event description:
It was reported that "doctor went to tighten locking cap with anti torque and the torque wrench broke. Snapped in half by screw head."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.